Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricle oversensing and noise was noted. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces. The rv shock coil was removed and no anomalies were noted under the shock coil. Re cables were removed from their lumens for better examination of the cables and no abrasions were noted on the re cables etfe coating. Other damages found on these two pieces were consistent with those occurring at time of explant. Electrical testing revealed no indication of conductor fractures or internal shorts. Further analysis revealed, one lead-to-can external insulation abrasion on the connector piece, breaching the optim insulation only. The abrasion was noted between the bifurcation boot and the cut end of this piece that is not related to the original report.